Event description:
On 09/26/2024, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless 1.8 fibertak repair suture got stuck in the process of relaying. The case was completed using another ar-3636 knotless 1.8 fibertak. This was discovered during a bankart repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h6

Event description:
Additional information received on 9/20/2024: nothing broke in the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.